Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the failure of exam retrieval from pacs was confirmed through troubleshooting test on site. However, although the pacs communicates properly with the laptop, the cause for the exam loading failure could not be determined through data analysis. The issue is still occurring but elements of investigation did not permit to identify any software or device failure. A permanent permission issue within the hospital is assumed. Corrected data: - d4 unique identifier (UDI) #: (B)(4).

Event description:
At children's hospital of philadelphia, post ffr upgrade there is an issue with pacs and iqview. The site is able to query and retrieve from pacs, however the images pulled from pacs do not go to the correct folder when retrieved. It is not a connection issue with the hospital, it is a pathway issue on iqview/laptop. An extra dicom folder is created occasionally after a restart. Sometimes, scans that were attempted to be retrieved 15 minutes prior will randomly show up in the folders after a few restarts.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
At (B)(6), post ffr upgrade there is an issue with pacs and iq-view. The site is able to query and retrieve from pacs, however, the images pulled from pacs do not go to the correct folder when retrieved. It is not a connection issue with the hospital, it is a pathway issue on iq-view/laptop. An extra dicom folder is created occasionally after a restart. Sometimes, scans that were attempted to be retrieved 15 minutes prior will randomly show up in the folders after a few restarts.